Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the right ventricular lead exhibited increased impedance due to lead fracture. On (B)(6) 2018, the lead was explanted and replaced. No patient consequences were reported.